Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 128 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: there was one "128 replace battery" alarm observed in the black box history. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The reported call service alarm issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was intact with no damage or cracks observed; however, moisture corrosion was observed inside the battery compartment. A leak test was performed and no leaks were found. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.